Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S/w ver. 4.11j. Retainer ring = clear. On (B)(6) 2021 the customer reported hyperglycemia (under delivery) due to air bubbles in the tubing. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: partially detachable retainer ring, cracked middle (enter) keypad button, scratched keypad overlay, scratched case. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. The unit was tested with a liquid filled reservoir, and no air bubbles were noted. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms multiple occurrences of the following related alerts/alarms around the event date: 100=bolus not delivered alert @ (B)(6) 2021 19:26:01.000, (B)(6) 2021 18:21:17.000 & 19:25:42.000. The adapt tool does not list any pump errors that could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of under delivery was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated customer reported air bubbles. Size of air bubbles was bigger than soda pop. Customer reported location of air bubbles was tubing. No harm requiring medical intervention was reported. The device was returned for analysis.